Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was hospitalized on an unknown date due to hyperglycemia and hypoglycemia. Customer¿s blood glucose level was 48 mg/dl and 400 mg/dl at the time of incident. Customer declined troubleshooting for high and low blood glucose level. The customer did not mention any treatment and symptoms related to low and high blood glucose level. The insulin pump will not be returned for analysis.